Event description:
A (B)(6) year old male receiving heparin infusion, rn went to check IV pump and it was reading the infusion was complete with no alarm notification. Patient required minimal interventions. Biomedical staff has tested the IV pump to determine if malfunctioned, at this point we are unclear if the equipment did malfunctioned. The IV pump has been sent to the manufacture for further investigation.